Event description:
It was reported that the patient experienced an urgent low-soon alert with sensor glucose dropping to 67 mg/dl; the patient consumed 15 grams of carbohydrates, glucose rose to 87 mg/dl within 15 minutes, and a confirming fingerstick was entered into the ilet, with the medical device problem and device component not specified. Symptoms included hypoglycemia with confusion/disorientation, irritability, and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.